Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 67.5 cm from the proximal end. Bends and kinks were present along the pusher assembly approximately 29.5, 48.0 and from 141.5 ¿ 160 cm from the proximal end. The pull wire was completely retracted out of the distal fractured segment of the pusher assembly. Conclusions: evaluation of the returned ruby coil pusher assembly revealed a fracture. If the device is forcefully mishandled while advancing against resistance, damage such as a kink may occur. If a kinked device is further manipulated, the kink may worsen to a fracture. If the pusher assembly is fractured, the pull wire will likely retract out of the pusher assembly distal detachment tip (ddt) releasing the embolization coil. The lantern identified in the complaint was not returned for evaluation; therefore, the root cause of the initial resistance experienced during the procedure could not be determined. Further evaluation of the returned ruby coil pusher assembly revealed additional bends and kinks. These damages were likely incidental to the reported complaint. The second ruby coil was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery catheter (lantern), ruby coils and a ruby coil detachment handle (handle). During the procedure, the hospital staff inadvertently knocked the lantern and the handle to the floor while they were on the sterile field. The lantern and handle dropped on the floor prior to use and therefore, were not used in the procedure. A second lantern and handle were then opened. Once gaining access to the iia, the physician advanced the second lantern over a guide-wire and attempted to advance a ruby coil through the lantern; however, the physician experienced resistance while advancing the ruby coil and, consequently, the ruby coil unintentionally detached within the lantern. Therefore, the lantern containing the detached ruby coil was removed and the ruby coil was flushed out. The physician inspected, then re-inserted the same lantern into the patient's body and placed a new ruby coil with no issues. After this, another ruby coil was inadvertently kinked upon removal from the packaging. The damage to this ruby coil was found prior to use and therefore, the ruby coil was not used in the procedure. The procedure was completed using another ruby coil, the same handle and the same lantern. There was no report of an adverse effect to the patient.